Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
The laser core module, the slit lamp fiber, and the front panel printed circuit board (pcb) were received for evaluation. A visual assessment of the returned laser core module resulted in no obvious nonconformity found. However, the aiming beam from the slit lamp optical fiber was spotty and had a dark center. The pcb front panel was not related to the reported event and therefore did not require evaluation. The slit lamp fiber was connected to a calibrated console and tested. The laser power measurement of the fiber was found to not meet specifications. The returned laser core module was then installed into the module and tested. The laser energy readings from both ports were found to meet specifications. The system was found to meet specification, as the laser core module met specification. The slit lamp fiber was found to be defective. Therefore, the root cause of the reported event can be attributed to a defective slit lamp fiber. (B)(4).

Event description:
A customer reported that the laser did not fire during a laser procedure. The laser was not performed. There was no harm to the patient. Additional information has been requested.

Manufacturer narrative:
Additional information: the system was examined and the reported event was confirmed. The core module was replaced. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on august 8, 2012. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming core module however, how and when the core module became nonconforming cannot be determined conclusively. (B)(4).